Event description:
The customer called to report vacuum not low enough. During the service call the asp field service engineer (fse) witnessed sparks coming from the heater section g of the unit. This occurred while the fse was running the unit with the top cover removed. The fse turned unplugged the unit. The customer took the unit out of the service until if could be investigated further. There have been no reports of physical injury related to this complaint. The asp quality engineer inspected the unit at the facility.

Manufacturer narrative:
Conclusions: the unit will be replaced and returned for further investigation.